Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an atrial flutter right (r-afl) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. After the patient was taken to the recovery room on (B)(6) 2022, the patient's blood pressure dropped. The patient had a pericardial effusion, and the medical staff was unsure of how it was confirmed. A pericardiocentesis was done and 450 ccs of fluid were removed. The patient is stable and the medical staff was unsure if the drain was left in place and/or if surgical repair was required. The attending physician could not confirm the exact cause of the event. The medical staff was using an st (df) curve catheter, a webster cs catheter, and an agilis sheath. The maximum wattage used for ablation was thought to be 35 watts. The adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event: the medical staff had a slight suspicion it could have been due to catheter manipulation (the physician went into the coronary sinus with the st catheter to map post-ablation), and nothing to do with bwi products. Patient outcome of the adverse event was reported as improved - patient stabilized, and it is unknown if the patient fully recovered. It is unknown if the patient required extended hospitalization because of the adverse event. Generator used in the case was a smartablate. A transseptal puncture was not performed. Prior to noting the computed tomography (CT) ablation was performed and there was no evidence of steam pop. The event occurred post procedure. Irrigated catheter was used in the event and the flow setting were on-label settings: 2 ml/min in body, 30 ml/min when ablating at 35w. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features were used: dashboard, vector, visitag with the visitag module parameters for stability 3 mm; 3 s; fot 25% 3 g; size 2 with no additional filter used with the visitag and color options used prospectively were time & impedance. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure and it may require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. This report is for the webster¿ electrophysiology catheter with auto ID. Another report was submitted for the thermocool® smart touch¿ bi-directional navigation catheter in manufacturer report number 2029046-2022-00294.